Manufacturer narrative:
The product has arrived for evaluation, however, the product evaluation results and completion of the device history record review are pending. Once the results become available a supplemental report will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a wire of the fogarty corkscrew catheter was detached during use. No further information is available at this moment. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one model# 140806 adherent clot catheter without any attached components. The customer report of a wire of this fogarty corkscrew catheter was detached was confirmed. As received, 2 kinks were observed on catheter body at 15.5 cm and 24 cm proximal from tip. When thumb slide was moved to contracted position, core wire was pulled out from membrane of catheter tip. The latex membrane was intact. No other visible damage was observed from catheter body and membrane. Per the product evaluation results the non-conformance involves a broken wire in the tip of the catheter, however the latex remains intact. There is no potential for the tip to separate in the patient if the latex remains intact. Therefore, this event is no longer reportable.